Event description:
Study treatment group titled chronos reported the following: during a follow-up visit to the physician for status post chronos 50x25x3mm strip l5-s1 implant, used in conjunction with 9cc bma and 3cc of local bone, the patient presented with burning low back pain radiating into left buttock and hip. As the course of treatment, the patient was referred to a pain specialist and prescribed physical therapy. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.